Event description:
It was reported that the patient presented to the emergency room after a syncope episode. The physician suspected the patient's implantable cardioverter defibrillator failed to deliver a shock and had an unspecified battery anomaly. Additional information was requested but not received.